Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2024.

Manufacturer narrative:
This report is submitted on aug 30, 2021.

Event description:
Per the clinic, the patient experienced a skin flap necrosis which was treated with oral antibiotics. However, the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report. It was also reported that after the explantation, the patient underwent a skin flap revision surgery (specific date not reported) to repair the damaged flap.